Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subserous leiomyoma of uterus, chronic cervicitis, paratubal cyst, bladder incontinence, asthma and hypertension. (B)(6) 2018-surgical pathology report: pathologic diagnosis: a: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingo-oophorectomy: uterus with secretory endometrium (weight, 120 g). Two small subserosal leiomyomata (largest, 1. 7 cm. Mild chronic cervicitis. Two segments of fimbriated fallopian tubes with paratubal cysts. Concomitant products included amlodipine and losartan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general), and menorrhagia ("menorrhagia (heavy menstrual bleeding)/ unbearable mesntrual cycle which worsen over the years"), 2 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping) bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy(bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain upper, bladder disorder, urinary tract disorder, weight increased, menorrhagia and back pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, fatigue, nausea and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in or about (B)(6) of 2009-beginning of 2010, in the state of illinois. Plaintiff received treatment for fallowing conditions: menorrhagia(heavy menstrual bleeding), bladder problems, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2010: essure confirmation test: unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs+mr received- new events abnormal bleeding (general), abnormal bleeding (vaginal), stomach pain were added. Outcome of fatigue, dysmenorrhoea, nausea updated to recovered / resolved. New reporter, medical history, treatment and concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subserous leiomyoma of uterus, chronic cervicitis, paratubal cyst, bladder incontinence, asthma and hypertension. (B)(6) 2018-surgical pathology report: pathologic diagnosis: a: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingo-oophorectomy: - uterus with secretory endometrium (weight, 120 g) two small subserosal leiomyomata (largest, 1. 7 cm - mild chronic cervicitis - two segments of fimbriated fallopian tubes with paratubal cysts. Concomitant products included amlodipine and losartan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/ unbearable mesntrual cycle which worsen over the years"), 2 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved, the abdominal pain, abdominal pain upper, bladder disorder, urinary tract disorder, weight increased, menorrhagia and back pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, fatigue, nausea and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in or about (B)(6) 2009-beginning of 2010, in the state of (B)(6). Plaintiff received treatment for fallowing conditions: menorrhagia(heavy menstrual bleeding), bladder problems, urinary problems. She received treatment for pain. Discrepancy noted in event onset date 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2010: essure confirmation test: unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included subserous leiomyoma of uterus, chronic cervicitis, paratubal cyst, bladder incontinence, asthma and hypertension. (B)(6) 2018-surgical pathology report: pathologic diagnosis: a: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingo-oophorectomy: uterus with secretory endometrium (weight, 120 g). Two small subserosal leiomyomata (largest, 1. 7 cm. Mild chronic cervicitis. Two segments of fimbriated fallopian tubes with paratubal cysts. Concomitant products included amlodipine and losartan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), genital haemorrhage ("abnormal bleeding (general),") and menorrhagia ("menorrhagia (heavy menstrual bleeding)/ unbearable menstrual cycle which worsen over the years"), 2 months 18 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved, the abdominal pain, abdominal pain upper, bladder disorder, urinary tract disorder, weight increased, menorrhagia and back pain outcome was unknown and the dysmenorrhoea, vaginal haemorrhage, fatigue, nausea and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device inserted in or about (B)(6) 2009-beginning of 2010, in the state of illinois. Plaintiff received treatment for fallowing conditions: menorrhagia(heavy menstrual bleeding), bladder problems, urinary problems. She received treatment for pain. Discrepancy noted in event onset date 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2010: essure confirmation test: unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: outcome for event pelvic pain female not recovered / not resolved, rcc and reporter were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, fatigue, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: essure device inserted in or about (B)(6) 2009 beginning of 2010, in the state of (B)(6). Plaintiff received treatment for fallowing conditions: menorrhagia(heavy menstrual bleeding), bladder problems, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test: unspecified. Result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replace with new events: dysmenorrhea (cramping),pelvic/ abdominal pain. Menorrhagia (heavy menstrual bleeding), fatigue, nausea, weight gain were added. Case becomes incident. Plaintiff's information updated. Date of insertion and removal date added. Fallow up 2nd and 3rd processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.